Manufacturer narrative:
1/20/1998-supplemental report #1 submitted to FDA.

Event description:
The device was used during a lap gastric bypass procedure. Reportedly, the instrument's counter dropped on the first firing. Instrument did not fire. No pt injury reported.